Manufacturer narrative:
(B)(4). The device was received with the push pull rod broken at handle assembly area; making the instrument non-functional. Possible cause of the finding is the application of external excessive force over the device that causes the push pull rod become broken during transit. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, in opening the package, the pouch was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.